Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received pump error alarm. The customer¿s blood glucose level was 3.9 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level alarm, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.